Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that dafilon broke easily when handled or sutured. The needle separates from dafilon 10/0. There have been several cases during 2025, not depending on the lot. Additional information: thread broke in several cases, needles are ok. Peripheral nerves has sutured in open operations not a closer knowledge. Patient data is not available. No further information has been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample for analysis. We have tested the knot pull tensile strength of the closed sample received and the result fulfils the requirement of the european pharmacopoeia: 0.010 kgf in average and in minimum (ep requirement: 0.003 kgf in average). Additionally, we have tested the needle attachment strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia: 0.013 kgf in average and in minimum (ep requirements: 0.007 kgf in average and 0.005 kgf in minimum). As stated in the instruction for use of the product: 'when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked.' Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 0.011 kgf in average and 0.010 kgf in minimum and fulfilled ep requirement: 0.003 kgf in average. Also, needle attachment results conducted on samples before releasing the product was 0.012 kgf in average and in minimum and fulfilled ep requirements: 0.007 kgf in average and 0.005 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.